Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that an altitude alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose level was 260 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
B5: it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 260 mg/dl. The customer reverted to multiple dose injections for insulin therapy.